Manufacturer narrative:
This report is filed may 16, 2015.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, imaging (type and date not reported) revealed that the electrode array was not in the cochlea. The device was explanted on (B)(6) 2014 and the patient reimplanted with a new device during the same surgery.